Event description:
The customer stated that the status screen and the set flow screen on the prismaflex were showing two different rates. The treating nurse confirmed, however, that there was no actual fluid discrepancy on this pt and that the machine was delivering the correct flow rate. A blood loss of 162 ml was reported, as the pt's blood was not returned. There was no pt injury, fluid imbalance or medical intervention reported.